Event description:
During a coronary stenting drug eluting treatment procedure, a balloon rupture and withdrawl difficulty occurred and stent did not fully deploy. The lesion being treated was located in the left anterior descending (lad) artery. The physician predilated with a 2.0x30 mm balloon and a 2.25x12 mm balloon, inflated to 12 atm. During an in-stent restenosis case, a 2.75x28 mm taxus express2 drug eluting stent was deployed. The balloon ruptured at 12 atms on the first inflation. The balloon became lodged within the stent and a new wire/balloon was placed to remove stent balloon. The physician post-dilated with a voyager 1.5x15mm (did not advance), a sprinter 1.5x6 mm for 8 inflations at 16 atms, a voyager 2.0x30 mm to 12-14 atms, a quantum 2.5x20mm at 12-14 atms, and a quantum 3.0x20 for 5 inflations at 14 atms. The original stent did not deploy entirely at the distal end. Therefore, a cypher 3.0x33 mm was deployed at 12atms. The physician again post-dilated with a quantum 3.25x20 mm at 14 atms. No pt complications were reported. Pt status reported as "satisfactory/good".